Event description:
Information received indicated the foot hi/low drifted down. Ref MFR report: 3006697241-2013-00059.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).